Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2013, the surgeon performed removal of a hip fracture nail and blade, and a distal femur condylar plate with 11 screws. Original hip fracture surgery and distal femur surgery dates are unknown. Also, each of these surgeries were done about 1 year ago and not at the same time. Patient was presenting with a non union. The distal femur condylar left plate was broken at the 8th hole screw position from the distal end. Surgeon removed all hardware and revised patient to a 12mm lateral entry femur reconstruction nail. This is report 1 of 2 for complaint (B)(4).